Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 7.4-7.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.5-11.1cm from the distal tip. The etfe coating was intact at these locations.(B)(4).

Event description:
This report is to advise of an event observed during analysis.